Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character restrictions telephone number : (B)(6).

Event description:
It was reported that during a routine check it was observed that the cs300 intra-aortic balloon pump (iabp) had a display that was showing green lines and flickering which made it impossible to read the data. There was no patient involvement

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluated the unit and the fse saw green lines on the screen, reseated the screen cable connector on the video receiver pcb. The screen is working properly. Tested and working ok. The iabp was then released to the customer and cleared for clinical service.